Event description:
As reported, the inner package of 3dmax light mesh was found to be damaged and cause sterile breach and unable to use the product in the patient body. It was reported that during inspection no damage was noted to the outermost carton package and product box was in completely sealed condition. There was no reported patient injury.

Manufacturer narrative:
As reported, 3dmax light mesh inner package was damaged and sterile breach noted. It is reported that the subject device is being returned for evaluation; however, at this time has not been received. Photo review finds it is unclear if the sterile pouch was breached as the package appears to have been opened. Review of the photo cannot assist in determining root cause. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2022. Addendum: this is an addendum to the initial MDR submitted to document the receipt of the sample and the evaluation results. The products outer carton has visible damage consistent with transit damage. Evaluation of the sample finds the tyvek pouch to be partially opened at the chevron end. The area of concern has been marked by the user in black ink. A visual examination performed found no deformation or channels within the seal. This was confirmed through dye penetration test performed. A small pinhole was identified by the dye testing on the part of the tyvek pouch that had been circled by the user. As reported the product package was found to be damaged upon receipt; sample evaluation concludes that transit damage caused the damage to the pouch. When crushed the clam shell tray would have been pushed flat causing damage to the sterile tyvek pouch. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, 3dmax light mesh inner package was damaged and sterile breach noted. It is reported that the subject device is being returned for evaluation; however, at this time has not been received. Photo review finds it is unclear if the sterile pouch was breached as the package appears to have been opened. Review of the photo cannot assist in determining root cause. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the inner package of 3dmax light mesh was found to be damaged and cause sterile breach and unable to use the product in the patient body. It was reported that during inspection no damage was noted to the outermost carton package and product box was in completely sealed condition. There was no reported patient injury.